Event description:
It was reported that the customer was experiencing low blood glucose. At the time of reporting, his wife stated that his blood glucose was 57mg/dl, which he treated with three cans of coke. The customer's wife was given general information regarding the treatment of low blood glucose, and was advised to have the customer call back when he was feeling better. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.